Manufacturer narrative:
Service personnel (sp) inspected the ventilator and confirm the noisy ventilator event. Sp reported that pump was replaced to solve the issue. Ventilator passed all test and calibrations per manufacturer specifications at the time of service. One pump was returned to medtronic for further analysis. A visual inspection of the returned board shows no anomalies. The pump was attached to the failure investigation (f.I) test ventilator and it initially made a chattering noise and then locked up. The unit under testing was powered down and the pump was removed and inspected. On the small cap end of the pump, there was a significant amount of metal shavings and black debris observed within the linkage cover. Upon further inspection, the axle on the linkage to the linear bearing was loose within the linkage arm's radial bearing. The cause of the noisy pump was by a worn linkage arm radial bearing on the small cap end of the pump. The event will be included in trending and monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had a blank display. Additionally, it was noted that the pump was noisy. The ventilator was not in use on a patient at the time of the reported event.